Event description:
During PICC line insertion, when radiologist attempting to deploy the peel away sheath, it fractured. As radiologist kept peeling it back, a 3-4 cm piece of the sheath embolized into the brachial vein in pt's arm. Retained fragment unable to be retrieved.